Event description:
It was reported to philips that the flexvision computer was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and verified that the customer experienced flexviewing pc intermittently failing to power on, with no video on the flex monitor and no hard drive activity, which recovered after a few reboots. A review of the system log files showed that the flexvision pc stopped responding due to a malfunction, confirming the reported issue. The philips field service engineer (fse) later inspected the system onsite and replaced the flexviewing pc to resolve the issue. The flexviewing pc was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.